Event description:
A patient underwent hydrus implantation on an unknown date. The hydrus microstent was reportedly ¿poking out.¿ the clinical impact is unknown. After several adjustments the surgeon is removing the microstent. The initial implantation of the microstent occurred approximately 3 years ago (date unknown).

Manufacturer narrative:
It is unknown if the hydrus microstent is available for evaluation. The lot number of the device was not provided; therefore, a device history record review could not be conducted. Additional information has been requested; a supplemental report will be filed if new information is received. Explant and device malposition are listed in the device labeling as potential adverse events. The manufacturer internal reference number is: (B)(4).